Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the malfunction of bearing defect was confirmed. The likely cause of the failure could be damaged or breakage of tip bearing. It was also noted that due to breakage of tip bearing the tool bur could not be inserted and the markings were deteriorated. B3: date of event notification: 22.04.2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively the device had bearing defect. There was no patient or staff impact. Additional information received upon evaluation stating that the tip bearing got damaged or broke.